Manufacturer narrative:
The microsensor was not returned for evaluation (discarded) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a codman microsensor was implanted in a patient on(B)(6), 2021. After the microsensor from the basic kit was implanted into the patient, there were no readings that displayed on the intracranial pressure monitor. The physician changed to another microsensor which successfully displayed the intracranial pressure on the monitor. The patient is stable. The event occurred during procedure. There was no delay and no adverse consequences observed.